Event description:
Infusion rn reported curlin moog cms 6000 pump is not keeping the filter filled with medication pump showing error tubing set not detected. Serial # (B)(4), exp date 02/28/2018, pt received infusion without side effects. Pt's mother did not say the manufacturer can contact the pt's mother. Pt's mother knows not to throw the pump away but to return the pump for replacement. Dates of use: from (B)(6)2017 to ongoing. Diagnosis or reason for use: (B)(4) mucopolysaccharidosis, ty.